Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump alarmed software error - parameter out of range. Customer blood glucose reading is 6.5 mmol/l. Troubleshoot was performed. Insulin pump failed self test. Additionally, error table reads replacing the insulin pump. Insulin pump will be returning for analysis.

Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error alarm noted during testing. However, pump error alarm found in the pump history. Unable to determine root cause per r & d, problem isolated to electronic assembly. Unit was received with scratched case, minor scratched lcd window and cracked select button keypad overlay.